Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI number. Additional h3: investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, twenty-four unopened samples that pertained to the product code j358. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. Three packets were opened, and the needle sutures could not be dispensed since the sutures were degraded. The needles were examined and the swaging area was noted as expected. In the remains ten samples, the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The team will conduct further investigation, and the remaining eleven unopened samples will be forwarded to them. Based on the information currently available, suture degradation was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/29/2024. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one winding former with a needle suture combination that pertained to the product code j358. During the visual inspection of the sample, the swage and attachment area of the needle were noted as expected. The barrel hole of the needles was examined under magnification and remnant suture was observed. The suture could not be dispensed from the winding former since had begun with the process of degradation. In addition, the foil was not returned for evaluation. Per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received the additional product with reference to this complaint, the following product was received: -product code j603h lot tlmtap -product code y945h lot tjmkes this complaint is for product code product code j358h, lot qp2ajm and lot qp2ajp. Please clarify if the additional devices belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. ------------contacted with the sales rep today via phone, the additional products doesn¿t belong to any china complaint. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, the problem of pulling off suture needle happened in surgery . Changed another two to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for product code 3658; lot#qp2ajp, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A device has been received, however clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -product code j603h lot tlmtap -product code y945h lot tjmkes 1. Please clarify if the additional devices belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, one winding former with a needle suture combination that pertained to the product code j358. During the visual inspection of the sample, the swage and attachment area of the needle were noted as expected. The barrel hole of the needles was examined under magnification and remnant suture was observed. The suture could not be dispensed from the winding former since had begun with the process of degradation. In addition, the foil was not returned for evaluation. Per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.